Manufacturer narrative:
Bwi's original external manufacturer (OEM) for this product is: (B)(4).

Event description:
The sound star catheter was guided by the short sheath (10cm) and it was accidentally pierced into the abdominal wall vein when the catheter was inserted from the left femoral vein as usual. The accumulation of contrast media inside the abdominal cavity was observed through fluoroscopy. Hemostasis was achieved by direct pressure because it was a venous hemorrhage. Then, sound merge was conducted with the sound star catheter guided by the long sheath (30cm). The procedure was successfully completed. The physician stated that a shaft of sound star catheter was harder to handle than other catheters due to 10f. He also stated this femoral vein was flexed so the catheter was easy to be let into the abdominal wall vein. With this experience, he always selected long sheath for sound star. The outcome of the adverse event was reports as fully recovered and the prognosis for the patient satisfactory. The physician opinion regarding the causality of the event was device and procedure related.